Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via radial artery. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. An 8mm x 2.75mm nc quantum apex balloon dilatation catheter was used to treat in-stent restenosis of a non bsc device. The balloon was first inflated at 14 atmospheres for 20 seconds, and upon the second inflation the balloon ruptured at 16 atmospheres. The procedure was completed with a 2.75×8 non bsc device. No patient complications were reported and the patient status was good.